Event description:
The haptic of the lens was returned for credit with info that it was broken. No add'l info was provided with the return.

Manufacturer narrative:
This form was completed by the manufacturer.